Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature battery depletion was confirmed in the laboratory. Based on the device's parameters, it was within expected longevity performance. The power consumption of the device was measured and found to be normal. The device was tested on the bench and met all specifications. No anomaly was found. However, the battery voltage rapidly decreased toward end of life. The cause of the anomaly could not be determined.

Event description:
It was reported that rapid battery depletion was observed between october 2011 and december. Device was at eol. Patient received no therapies. The device was explanted and replaced.